Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1712, awareness date 16-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer had so many problems with the implant. It caused severe depression, vaginal infections, pain, loss of hair, tooth problems, ablation, and a hysterectomy, leaving one ovary. She is still suffering with low blood issues, weight gain and many other health issues. Product technical complaint investigation received on 03-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain); she underwent a hysterectomy, leaving one ovary (interpreted as unilateral oophorectomy). An ablation (interpreted as endometrial ablation) was also reported. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure, the remaining events are unlisted. Pelvic pain may occur after essure insertion. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. The exact indication for the oophorectomy was not reported. However, given the nature of this procedure, and considering the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Regarding the event endometrial ablation, the exact indication for this procedure was not reported. Ablation is commonly performed to reduce menstrual bleeding, such as menorrhagia. In the present case, excessive bleeding was not reported, neither as historical condition nor as an event. Therefore, causality between the ablation and essure cannot be assessed. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.